Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 447 mg/dl and high ketones. Reportedly, the customer used supplies outside of labeling. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. System check with tandem technical support confirmed the pump was functioning as intended. At the time of the report to tandem technical support the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.